Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to clogging of bw-tube, balloon channel cleaning brush cannot insert smoothly. For the remaining identified failures, the most probable cause is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the air/water nozzle, in the adhesive on the a-rubber, and in the k-cover. Additionally, due to clogging of bw-tube, balloon channel cleaning brush cannot insert smoothly. There was no patient involvement.